Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The following sections were corrected: g4 - PMA/510(k) number, e2, e3, h6- component code. The reported event was confirmed by review of pictures. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. The sterile blister exhibits an impact mark on the side, with cracks radiating outward from the point of impact and across the bottom of the blister. No additional information can be determined from the visual inspection. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024281059. G-2: portugal. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the inner packaging containing implant was damaged. Event occurred out of the surgery. No patient was involved. No additional information is available.